Event description:
The pt presented to the emergency room with somnolence approximately five weeks after pump refill, and one week after a pump interrogation with no dosage changes. Initially, the hcp suspected the pt was having an interaction between the drug in the pump and oral medications prescribed for a urinary tract infection. The pt was admitted to the hospital and intubated. The dilaudid dose was decreased from 12mg/day to minimum rate. The pt began to experience withdrawal and was titrated back up to a dose of 9 mg/day, she subsequently was extubated and reported to be doing well. The pt was released from the hospital and after an unk period of time was brought back to the emergency room, again somnolent. The pt was hospitalized, intubated and also had "significant peripheral edema." The pt improved, and was extubated. The hcp has performed numerous tests including: multiple studies, fluoro studies, mris and cat scans which have ruled out both granulomas and hypertrophy of the ventricles. The hcp is researching whether this is a rare "latent hypersensitivity issue" or if the pt is self-medicating at home. It is further reported that the hcp "does not believe the pump in any way contributed or is responsible for the pt's issues." The hcp plans on leaving the pump implanted, but replacing the drug with saline and treating any expected withdrawal as needed. The pt remains hospitalized as of the date of this report.